Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during advance placement, the right needle could not be passed and urethral injury occurred. The sling was removed and the perforation was closed to allow healing. No additional pt complications were reported in relation to ths event.